Event description:
This complaint's reportability has been changed to non-reportable due to no product implication as the allergist felt this was a latex allergy.

Event description:
Same case as 6000093-2004-00670. During a coronary drug eluting stenting treatment procedure, the pt experienced a possible allergic reaction. The lesion being treated was located in the mid left anterior descending (lad) artery. The physician inserted the 6fr xb3.5 guide catheter and a guidewire. The pt was given heparin IV. The physician placed a taxus express2 8.8% 2.5 x 12mm drug eluting stent in the mid lad. The stent was deployed at 10 atms for 18 secs. The pt complained of chest pain with balloon inflations. Nitroglycerin was given. The physician then exchanged the guide catheter for a 6fr jr4 guide catheter. A maverick 2.0 x 20mm balloon was inserted and inflated to 14 atm for 40 secs. The balloon was reinserted and inflated at 16 atm for 20 secs, 16 atm for 10 secs and 16 atm for 10 secs. A maverick 3.5 x 20mm balloon was inserted and removed. A mailman super support wire was inserted. The pt began complaining of chest tightness, difficulty breathing, their face was flushed and their blood pressure decreased to 78/48. Dopamine was increased and the pt was given IV fluid bolus. Echo arrived and oxygen was started. The pt continued to complain of chest tightness and pain. Dopamine IV was started. An intra-aortic balloon pump was placed. The pt continued to complain of chest tightness and feeling hot. Heparin IV given. Angiography was performed. The pt continued to complain of difficulty breathing. The pta balloon was inserted and inflated at 10 atm for 15 secs and again at 12 atm for 30 secs. The physician implanted a taxus express2 3.5 x 32mm stent. Wheezing was noted and the pt complained of difficulty breathing. The stent was deployed at 12 atm for 12 secs. A nc monorail 4.0 x 9mm balloon was inserted and removed post deployment. The pta balloon was inserted and inflated at 8 atm for 10 secs. Solumedrol IV was given. A 6 fr swan ganz thermodilution was inserted. Dopamine and epinephrine were given. The pt was intubated and norcuron IV was given. The intervention procedure was completed. Heparin IV was given. A rash was noted on the chest, abdomen and arms of the pt. Dopamine and IV fluids were decreased. The pt was transferred to pacu to be monitored. The pt was treated with steroids and 4 days later was doing well. An allergist was consulted and in their opinion felt it was a latex allergy.